Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of a no delivery alarm and high blood glucose readings from the insulin pump. The patient's blood glucose of the time was high. The daughter stated that the pump stopped functioning and alarmed no delivery. The customer stated that she had high blood glucose readings while performing the 5 units fixed prime. The customer was assisted in fixing the prime to the correct amount. The customer was advised to call back if the issue persists.